Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
The nurse reports this (B)(6) patient has noted on their starvation chart basal deterioration and dehydration. She also reports that when removing the dressing, on sacral area, the skin was marked with exactly the patch (dressing), like a type of burn.the device was removed and replaced with a transparent film, the injury disappeared and returned to replace duoderm signal sacro. Once the site was clear, duoderm signal was used.